Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was programmed 2.0 fix prime with water reservoir. No air bubble was created inside reservoir during testing noted. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 594 mg/dl. Customer's blood glucose at time of call was 268 mg/dl. Customer removed the device before going to the emergency room. Customer mentioned the device sometimes would get stuck in the rewind loop. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.